Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID a01411002, serial# unknown; product type recharger. (B)(4).

Event description:
It was also noted that the patient went to the doctor on (B)(6) 2014. It was noted that impedances were checked and all were normal. It was noted that they were able to acquire eight coupling boxes and then zero and then eight again. The manufacturer representative stated the ins showed 25% charge and then 50% charge. The manufacturer representative was going to try a different recharger but did not have one with. The caller believed the manufacturer representative checked the entire ins. It was noted that it was a double cathode on lead one. The rate was 60 and the pulse width was either 360 or 420.

Event description:
It was reported, the stimulator charge was only lasting eight to nine hours. It was later reported, the patient had had nothing but trouble with their system. It was noted, the patient¿s recharger belt wanted to pop whenever the patient flinched during recharge. It was reported, the patient got a pretty good charge for seven hours the night prior to call. It was noted, the programmer would not read the device at all. It was reported, the patient slept in their wheelchair, so the stimulator was pressed against constantly. It was noted, the patient could not recharge every day if stimulation only lasted nine hours. It was reported, the patient got all coupling bars. It was noted, the patient could not make adjustments both with and without the antenna attached. It was reported, the patient saw the poor communication screen and had poor communication. It was noted, the patient was able to communicate the day prior to call. It was noted, the stimulator was empty. It was reported, the patient could only get full coupling when leaning back. It was later reported, the patient¿s rechargeable stimulator was replaced with a non-rechargeable stimulator. It was noted, the patient was elderly and recharging was too difficult for the patient. It was reported, the longevity of the new stimulator was estimated at twelve months with current settings. It was later reported that the recharging frequency matched the patient¿s settings. However, it was noted that the patient was elderly and a rechargeable battery was ¿too much for her to take on.¿ it was noted that there were diagnostics performed. It was noted that there was an impedance check and everything was good. Reprogramming was not necessary because, the patient was receiving excellent coverage. It was noted that extensive education was done with the patient and daughter about recharging and they still could not do an adequate job. There were no malfunctions detected ¿other than possibly user error¿ due to age and physical state of the patient. The patient was receiving effective therapy following replacement.